Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was performed to treat a heavily tortuous and heavily calcified de novo lesion in the left anterior descending artery. A 3.0x23mm xience sierra drug-eluting stent (des) was being deployed; however, a dissection was noted. Another unspecified des was used to treat the dissection. There was no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.